Event description:
It was reported that during device check, high voltage out of range lead impedance alert was noted. The patient was not reported to be symptomatic. Programming changes were made to resolve the issue. There were no other anomalies noted.